Manufacturer narrative:
(B)(4):a sample was not available for evaluation. Should additional information become available, a follow-up report will be submitted.a 510(k) number was not provided as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis, recurrent peritonitis and death in a male patient (age not reported) coincident with dianeal unknown bag therapy. This is one of multiple reports from the same reporter. On an unreported date, the patient began treatment with dianeal unknown bag (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). In (B)(6) 2010, the patient experienced peritonitis with an unreported outcome. In (B)(6) 2010, the patient experienced recurrent peritonitis. It was not reported whether a peritoneal effluent analysis was performed. Treatment and outcome of the peritonitis were not reported. Action taken with dianeal therapy was not reported. In (B)(6) 2010, the patient died.(the exact date was not reported).the cause of death was not reported. It was not reported whether an autopsy was performed. Medical history and concomitant medications were not reported. The physician did not provide a causality assessment for the events of peritonitis, recurrent peritonitis and death to dianeal therapy.

Manufacturer narrative:
(B)(4). The lot number is unknown therefore a batch review was not performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.